Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal when activated. The user did not know if end tones occurred or alarms. No harm to the patient occurred or medical intervention required.

Manufacturer narrative:
(B)(4). Date of follow-up report: 03/28/2016. One used lf4318 was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was tested on simulated tissue as well as porcine tissue, performing multiple seals on vessels of various sizes. All seal cycles were completed successfully and end tones heard each time indicating completed activation cycles. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications. The IFU for this product states that there are many factors that can affect seal quality during use, and lists tissue sealing recommendations.